Event description:
The manufacturer received information alleging an issue related to a rep dreamstation auto bipap device's sound abatement foam. The patient has alleged bronchospasm due to the strong burnt-like odor. No serious patient harm or injury reported. The device was returned for lab investigation by pil, during the external and internal investigation it is observed that there is unknown dust/dirt contamination present on all surfaces of the base unit. The device did not return with a filter. There is an unknown dust contaminate present at the air inlet where the filter would be and at the iso port entrance. There is an unknown white dust contamination found on the bottom enclosure, blower box housing, blower motor, blower impeller, and rear panel o-ring. Unit contains the remediated foam. Secondary findings are care orchestrator data unavailable, the unknown dust/dirt contamination and fibers found on the blower casing/impeller and blower box was inconsistent with degraded sound abatement foam contamination. The presence of contamination throughout the airpath suggests a source external to the device. Pil is unable to directly address the symptoms outlined in the complaint. Pil can confirm the presence of contamination in the airpath. Pil cannot confirm the presence of a thermal odor.